Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that she had an MRI done and wasn't told that she had to take the insulin pump off. Customer does not use the sensor feature and is unable to complete the rewind sequence. It seemed like the customer had a loaner insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.